Event description:
Boston scientific received information that during the implant procedure, a pneumothorax occurred, which caused the procedure to become more complicated than expected. No additional intervention was required to resolve the pneumothorax. The system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.